Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the device could not fire on the third stroke of the first firing with blue reload. Changed another blue reload but the device could not fire at the second stroke. Then, changed gold reload to continue, but the device still could not fire at the second stroke. The procedure was converted to open and the surgeon used hand sewing to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: when unable to fire on the second stroke, was the firing handle difficult to pull back or was it loose? The firing handle difficult to pull back. What tissue type was the device being fired on? On lobi pulmonis. What were the indications for surgery? The patient had lung cancer. Was the patient undergoing radiation or chemotherapy? You mean before or after the procedure?

Manufacturer narrative:
(B)(4). Additional information: the ec60a device was received for analysis with the anvil bent upwards and with four ecr60b cartridge reloads present. Cartridge (b) ecr60b, l5160l was received fully fired and with damage on cartridge deck and one piece sled. Cartridge (c) ecr60b, l5160l was received fully fired and in good visual conditions. Cartridge (d, e) ecr60b, l5160l were received partially fired 1/3 and damage on deck where firing stops. The damage to the cartridge is consistent with the device being clamped over a hard object or fired over thicker tissue than indicated. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete.